Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter and contour next link meter were tested with the in-house contour next test strips from lot # 9fpeb07b using a blood sample, which gave a satisfactory performance. Additionally, the device history records were reviewed for the contour next link 2.4 meter and contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that from more than 2 weeks he has been receiving high readings on his meter. No specific readings were provided. The customer had two meters and did not remember if the event occurred with the contour next link 2.4 meter or the contour next link meter. The customer stated that he took additional insulin based on the reading and became unconscious. The customer's wife called paramedics. Upon their arrival, the paramedics performed blood glucose test and obtained a reading of 12 mg/dl. They gave him sugary water, glucose tablets and additional food to raise his blood glucose levels. The customer stated that he was feeling better afterwards and performed a test with his meter obtaining a reading of 512 mg/dl. The customer stated that the event occurred twice. The customer did not provide additional details regarding the second event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.